Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the whole clip assembly detach prematurely from the end of the catheter while being placed down the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.